Manufacturer narrative:
The insulin pump was monitored for several days. Pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Pump primed properly. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit anomalies noted. No unexpected failed battery anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unresponsive keypad. The customer's blood glucose was 142 mg/dl. The customer reported exposing the insulin pump to moisture. Customer also reported receiving a failed battery test alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.